Event description:
It was reported to ge that a pt may have experienced hearing lodd during a magnetic resonance imaging scan. It was reported that the pt was not provided hearing protection as stated in the operator manual.